Event description:
The customer contacted physio-control to report that their device had all three indicators (charge-pak, service wrench, and attention) in the readiness display. The three icons being shown, indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the internal hybrid layer capacitor (hlc) batteries to deplete. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported issue was due to a capacitor, designator c177 on the analog pcb assembly, being resistive. This caused a leakage current that depleted the internal hlc batteries. A replacement device was provided to the customer under warranty.